Manufacturer narrative:
Channels 1 and 2 of the device passed testing for delivery accuracy. During testing, channel 1 of the device delivered a measured volume of 19.9ml and channel 2 delivered a measured volume of 20.1ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/-1ml (+/-5%). The device maintained the programmed rate throughout the testing procedures. Based on the data verified, hospira could not attribute the issue tot he device. The customer contact indicated the event was the result of an operator error in programming the device. The device history was downloaded at the service center. A review of the device history found that channel 1 instead of the reported "middle channel" (channel 2) of the device was delivering the precedex. On (B)(4) 2011 at 0859, channel 1 of the device was programmed to deliver dexmedetomidine hcl (precedex). Between 0859 and 0930, the device alarmed 11 times n101 (no action alarm) and were silenced. At 0930, line a was programmed to deliver in the dose calculation mode, a concentration of 200mcg/2ml, weight of (B)(6), with a dose of 0.2mcg/kg/hr, with a vtbi (volume to be infused) of 45ml, at a calculated rate of 0.3ml/hr, for a duration of 150 hours and the delivery was started. At 0932, the delivery was stopped and line a was reprogramming to deliver a dose of 100mcg/kg/hr, at a calculated rate of 128ml/hr, for a duration of 21 minutes, the deliver was started and stopped. Within in the same minute, line a reprogrammed to deliver a dose of 0.2mcg/kg/hr, at a calculated rate of 0.3ml/hr, for a duration of 149 hours and 20 minutes and the delivery was started. At 0935, line a delivery was stopped, vi (volume infused) of 0.2ml. At 0936, line a was reprogrammed to deliver a concentration of 4mcg/1ml, with a dose of 0.2mcg/kg/hr, a vtbi of 45ml, at a calculated rate of 6.4ml/hr, for a duration of 7 hours and 1 minute and the delivery was started. Between 0936 and 1454, the rate was titrated up to 9,6ml/hr. At 1454, line a was programmed to deliver a dose of 0.3mcg/kg/hr, a vtbi of 100ml, at a rate of 9.6ml/hr, for a duration of 10 hours and 25 minutes, and the delivery was started. At 1618, the delivery was stopped and line a reprogrammed with a dose of 4mcg/kg/hr, at a calculated rate of 128ml/hr, for a duration of 40 minutes, and the delivery was started. At 1636, the delivery was stopped and the device alarmed for n232 (proximal air a, backprime). Between 1640 to 1649, the device twice alarmed for n102 (infuser idle 2 minutes), n101 (no action alarm), the alarms were silenced. At 1650, the device was turned off. A review of the device history for channel 1 indicates the device delivered as programmed. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported an operator error in programming the device, which resulted in the patient receiving more medication than intended. At an unspecified time, the "middle channel" of the device was programmed to deliver precedex 200mg/100ml, with a dose of 0.2mcg/kg/hr, at a rate of 6.4ml/hr, and the infusion was started. No further programming parameters were provided. At 1500, a new solution container of precedex was hung and the nurse reported the only programming changed at this time was an unspecified volume to be infused (vtbi). Approximately one hour, later the physician ordered the precedex to be increased to dose of 0.4mcg/kg/hr. The nurse reported increasing dose of the precedex; however, the nurse could not specify the displayed rate. Approximately 1/2 hour, later the device alarmed an unspecified alarm. It was reported that when the nurse responded to the alarm, it was noted the precedex container was empty and the rate was 125ml/hr. It was reported that the patient was "arousable but could not keep his eyes open." The therapy was discontinued, the device was powered off and was removed from clinical service. It was reported that the patient's vital signs "remained stable and after approximately 5 minutes, the patient was able to "keep his eyes open." After an unspecified length of time, the therapy was resumed using a replacement device. It was reported that after a review of the device history with the user facility, it was noted that channel 1 line a of the device was programmed to deliver a dose of 4mcg/kg/hr at rate of 128ml/hr instead of the intended dose of 0.4mcg/kg/hr at a rate of 12.8ml/hr. Though requested, no additional information was provided.